Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were removed due to low shock impedance values and an infection. No additional adverse patient effects were reported. The system will not be returned due to the inability to take infected devices out of the hospital.